Manufacturer narrative:
UDI : (B)(4). A review of manufacturing records has been performed. The device conformed to specification when released to stock. Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. Water was injected into the fenestrated holes of the distal tip of the catheter. The patch of the water was followed as it moved along the proximal end of the catheter to the stopcock in both closed and open positions. No leaks were observed. The distal tip of the catheter was then placed in liquid and a syringe was used to create positive pressure. Water flowed from the distal end to the proximal end with no leaks observed. A review of manufacturing records found that the device conformed to specification when released. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor was leaking csf after the procedure was completed. The physician removed device and stopped monitoring. There were no reports of delay or patient harm.